Event description:
It was reported to philips that the system x-ray tube was defective as x-ray was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was aborted. A philips field service engineer inspected the system onsite and confirmed the reported issue. After reviewing the log, fse found no focus available. Upon troubleshooting, fse performed the filament test and found both small and large focus failed, and the tube was defective. The fse replaced x ray tube to solve the issue and return part for further analysis and found tube failed both filaments blown after heavy use. After replacement of x ray tube was completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.